Event description:
Customer reported going to the emergency room with a blood glucose level that was displayed as "high"; although a specific value was not provided and the ketones observed were small and not considered dangerous or life-threatening by healthcare providers. The customer received intravenous fluids of saline and insulin, which resolved the issue, and no permanent damage was identified. The customer attempted to resolve the issue by drinking a lot of water. Technical support completed a pump system check and found it functioning as intended with no issues identified.